Manufacturer narrative:
The user reported irritation and a possible infection at the insertion site. An attempt was made to contact the user to obtain additional details but the user was not responsive.

Event description:
Senseonics was made aware of an incident user reported irritation and a possible infection at the insertion site. An attempt was made to contact the user to obtain additional details but the user was not responsive.

Manufacturer narrative:
H6. Investigation conclusions updated to 22.